Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia during a supply change while receiving blood glucose troubleshooting and education, with a documented blood glucose of 54 mg/dl and use of oral glucose for treatment. Symptoms included low blood glucose. Outcomes included temporary interference with activities of daily living. Investigation included a review of the event details. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.